Manufacturer narrative:
The insulin pump was received with cracked end cap, minor scratched display window and cracked reservoir tube lip. Motor error alarm could not be verified due to cracked end cap. Motor passed motor test. (B)(4).

Event description:
Customer reported via phone call that she woke up with high blood glucose of 485 mg/dl; she treated with manual injection. The customer stated that the set was changed the day before and the insulin pump alarmed motor error during manual prime. She noticed the reservoir had not moved. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was able to complete the rewind/prime sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.